Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown amount of time. It was also reported that the patient had high blood glucose levels but did not provide exact levels. The patient had visited a doctors office but no details were provided. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.